Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection via naked eye and camera magnification could not be performed and the investigation will be of the available information of the item and lot numbers. Functional testing could not be performed due to the nature of the device and reported event. Per: no pre-existing conditions were noted on the per. The device was intended for tooth position #13 (universal) at the time of the reported event. Picture/x-ray: pictures or x-ray images were not provided. Appropriate documentation reviewed: documents reviewed: biomet 3i restorative product IFU (p-iis086gr) rev f ¿ oct 2019 information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening DHR review: DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot specific complaint history was conducted for the subject lot number for similar events using complaint category keyword : loosening. No similar events were identified. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (iunihg). Malf/event: based on the available information, device malfunction of the iunihg could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw loosened at the site. Tooth #13.